Manufacturer narrative:
Technician involvement was reported only; no patient involvement. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a splash/spray occurred while the user was performing maintenance on the alinity c processing module serial number (B)(4). The customer noted that while cleaning the hcw tubing, upon pulling the tubing out, the technician was splashed in the eyes. The technician only rinsed eyes in response to the splash. No other medical procedures or treatment was conducted. Employee health obtained lab work for baseline. Technician is doing fine, and returned to work same day. No injuries or impact to patient management was reported.

Manufacturer narrative:
G1 has been updated to reflect personnel changes.

Manufacturer narrative:
The tbg, ict valve no to waste(part number c-35016691-02) was determined the likely source for the splashing issue. A review of service history for the alinity c, serial number (B)(6) revealed no additional no additional issues of splashing from parts reported on the (B)(6). A review of tracking and trending for the tbg, ict valve no to waste(part number c-35016691-02) did not identify any trends. Review of tracking and trending for the alinity c/clinical chemistry did not identify any trends. No nonconformances or potential nonconformances applicable to the event were found for the tbg, ict valve no to waste(part number c-35016691-02). Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the tbg, ict valve no to waste(part number c-35016691-02) or the alinity c, serial number (B)(6) was identified.